Manufacturer narrative:
Product analysis: the closurefast catheter was returned to medtronic for evaluation. Visual inspection carried out which revealed one kink. The pins were observed to be in good condition. The catheter passed all functional and resistance testing. The fep was observed damaged to the extent that the heating element/coil was exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter with an rfg3 during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. It is reported when the catheter was connected to the rfg3, it worked for the first treatment and then a message ¿treatment halted: device broken please press check to continue¿. No issues noted when connecting/removing the catheter from the rfg. After further unsuccessful attempts the catheter was replaced and the procedure was completed successfully using the same rfg3. No patient injury reported.